Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wound suturing, when the package was opened, there were 6 needles in the package instead of just 5. The device was replaced and the devices were counted again. There was no patient injury.